Manufacturer narrative:
This device was manufactured before the UDI requirements. The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a capacitor on the main printed circuit board (pcb). The main pcb will be replaced to resolve the report. The board was scrapped after testing. The device will be recertified and returned the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training, the device's shock values were below tolerance. Complainant indicated that there was no patient involvement in the reported malfunction.